Manufacturer narrative:
H4: the lot was manufactured from december 07, 2022 to december 08, 2022. H10: the device was received for evaluation. A non-baxter product was attached to the device's luer. Visual inspection of the actual device and the attached connection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed, and no evidence of leak was observed. The reported condition was not verified. The sample was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from the luer lock connection to a non-baxter product. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.